Manufacturer narrative:
T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. Additionally, the t:slim pump user guide states: "change your infusion set every 48¿72 hours." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels in the 500s (mg/dl) following dinner. Correction boluses were administered to address bg levels. During troubleshooting with tandem technical support, a review of pump history indicated supplies were being changed every 5 days and cartridge uses humalog. Recommendation was made to change supplies and insulin according to labeling guidelines and to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
.